Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "multiple issues reported by staff with new bd alaris pump devices: totally stopped working. Unfortunately, the rn did not tag nor put in a rl so it is still in circulation. This was last week. Today someone had 3 channels on 1 side and 1 on the other. The single channel had the message that the channel was not attached. The rn moved the channels so there were equal amounts on the same side and then it worked without issue. Upon troubleshooting, bd support materials noted to have discrepancies/errors". There was patient involvement, but the outcome is unknown. Customer indicated type of event: serious injury on medwatch report. Although requested, additional information was not provided by the customer. Also see MFR report # 2016493-2025-66124.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative.

Event description:
A copy of the medwatch report from FDA was received, which states, "multiple issues reported by staff with new bd alaris pump devices: 1. Totally stopped working. Unfortunately, the rn did not tag nor put in a rl so it is still in circulation. This was last week. 2. Today someone had 3 channels on 1 side and 1 on the other. The single channel had the message that the channel was not attached. The rn moved the channels so there were equal amounts on the same side and then it worked without issue. Upon troubleshooting, bd support materials noted to have discrepancies/errors". There was patient involvement, but the outcome is unknown. Customer indicated type of event: serious injury on medwatch report. Although requested, additional information was not provided by the customer.